Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as an inadvertent touch contamination where the patient accidentally dragged his forearm onto the transfer set when attempting to throw away the cap. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as the onset, the patient started treatment with vancomycin and gentamycin (for 3 weeks, dose not reported), ip for peritonitis. The patient recovered from the event of peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.